Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the clinic, the patient experienced a magnet dislocation during an MRI (1.5 tesla). It is unknown if the head was bandaged as per cochlear's recommendation. The magnet was replaced on (B)(6) 2019.